Event description:
The initial reporter received a questionable elecsys vitamin d total ii result for one patient tested on a cobas 8000 e 801 module. The customer confirmed calibration and qc were ok. The patient's initial vitamin d result was reported outside the laboratory. The patient's physician questioned the result and requested a rerun. The customer performed repeat testing with the patient's sample on a different cobas 8000 e 801 module. At 13:44, the patient's initial vitamin d result was 100 ng/ml with a data flag. At 15:49, the patient's repeat vitamin d result was 39.3 ng/ml. The vitamin d reagent lot number was 527961 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc results were ok. The customer's system alarm trace was requested but not provided. The investigation discovered the customer centrifuged the plasma sample one time for 7 minutes at 2200 x g. As stated in product labeling, "centrifuge samples containing precipitates before performing the assay. Re-centrifuge plasma samples in a secondary tube for 10 min at 2000 x g prior to measurement." The issue was resolved by repeating the patient's sample. The investigation determined the event was consistent with a preanalytical sample handling issue.